Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a procedure, the valve of the prelude short sheath pops off causing the device to leak. No patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The root cause of the complaint cannot be identified. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team.